Manufacturer narrative:
The reported event was confirmed as user related. Visual inspection noted one photo sample was received. Visual evaluation noted the photo shows the tip and shaft region of the catheter and the balloon was mushroomed. The reported event states that the mushroom was caused by incorrect device deflation by the end user. The root cause of this failure is user did not follow procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon removal of catheter balloon folded in on itself that caused trauma of removal which had happened a few times in this week. Customer had been using this product for years and not experienced repeated incidents from one box. It was also stated that when troubleshooted with the anesthetist and snr nurse who inserted or removed the catheter it was believed there was an issue with this batch. As per additional information received on 24sep2020, the customer has advised that the issue with the device deflation was user error, and has subsequently re-educated the team.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon removal of catheter balloon folded in on itself that caused trauma of removal which had happened a few times in this week. Customer had been using this product for years and not experienced repeated incidents from one box. It was also stated that when troubleshooted with the anesthetist and snr nurse who inserted or removed the catheter it was believed there was an issue with this batch.